Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula instrument to perform failure analysis. The permanent cautery spatula was analyzed and found to have a pitch cable broken at the distal end proximal clevis end. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm permanent cautery spatula connection wire broke during the surgery. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The customer was unsure if there was any issue related to the opening/closing or horizontal/vertical movement of the grips and wrists. There was 1 silver cable visibly protruding from the distal end of the instrument. There was no loss of cautery and no thermal damage observed. There was no instrument collision and no injury to the patient. No fragment fell inside of the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.